Event description:
It was reported that an alert was received via remote transmission showing that a software reset had occurred. A second transmission still showed the device in back-up vvi mode. The patient was brought into the clinic and device interrogation revealed a parameter error message. The message was cleared and the device was reprogrammed. Routine follow-up will continue.

Manufacturer narrative:
UDI (di): (B)(4).